Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures. It was reported that a tip of a kirschner wire broke off during retrieval and lodged in the lateral recess causing new radicular pain. It is unknown if wire was removed nor if nuvasive¿ s products were used during this event. Multiple manufactures were referenced in the article.